Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. It was reported that the patient experienced being hospitalized. On 05/01/2026, the patient´s blood glucose levels were ¿out of control¿. No specific blood glucose readings were reported. It was unknown what the cgm device was displaying during the event. It was unknown if the patient experienced a hypo or hyperglycemic event. The patient was hospitalized, but no information regarding treatment was reported. It was unknown how much time the patient spent at the hospital. At the time of the report the patient´s current condition was unknown. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.